Event description:
It was reported that the system stored an untreated event due to oversensing of noise. The patient was asleep at the time of the event. The doctor previously tried to address the noise by revising the pocket, but the noise continues. Technical services advised some testing options. An in-office follow-up found noise in all three of the sensing vectors. There were no additional adverse patient effects. The system remains implanted.